Event description:
In (B)(6) 2006, the reporter was provided a rx for orthotics. Received an orthotic for the right leg but the doctor said she had ordered 2. Workers comp paid for 1 and the reporter had to pay for the second one in 2007 when there was a modification due to loss of movement in the left leg. The reporter questions the ability of workers comp to change the prescription order. In (B)(6) 2009, the doctors said that she had torn a muscle in her left leg. The reporter is also upset because she was told these orthotics are experimental and states she would not have taken them if she knew they were experimental.